Event description:
A patient ((B)(6)) was enrolled in the coaptite injectable implant study for stress urinary incontinence. The patient was injected with 2.0 ml of coaptite lot #1031985 on (B)(6) 2012. The patient reported urinary retention following the procedure on (B)(6) 2012 and was treated with foley catheterization. The retention resolved on (B)(6) 2012. The physician assessed the severity of the event as moderate and possibly device-related. On (B)(6) 2012 the patient reported a urinary tract infection. The patient was prescribed bactrim, bid #10 on (B)(6) 2012. The uti resolved on (B)(6) 2012. The physician assessed the severity of the event as moderate and probably not device-related.

Manufacturer narrative:
At the time of this report both the urinary retention and the uti had resolved. A review of the device history records indicates the reported lot #1031985 met all specifications prior to release with no abnormalities noted.